Event description:
Caller reported that the pump screen went blank unexpectedly, and the led was not blinking, prompting a need to plug the pump into a power source to turn it back on. There was no adverse impact to the customer's blood glucose level as a result of this issue. The shutdown occurred due to a fuel gauge fluctuation, and customer technical support provided information on resetting the pump, updating its software to resolve the issue, and preventing its recurrence until the update could be completed. The caller understood and acknowledged the information provided.